Manufacturer narrative:
Date of event and patient's weight is estimated. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's system was unable to enter MRI mode and the patient experienced ineffective therapy. Troubleshooting revealed high impedances on the lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue. Effective therapy was restored post operatively.